Event description:
It was reported that the customer's device did not deliver defibrillation energy to their patient. The customer stated that once this failure occurred, they deployed their back up device within a minute of the failure. The backup device did deliver defibrillation energy to the patient. The outcome and details of the patient were not reported. It is unknown if the patient suffered any adverse effects.

Manufacturer narrative:
(B)(4): physio-control further evaluated the device and observed that a wire harness connector, designator p22 was not fully connected to its corresponding connector on the therapy pcb assembly, designator j22. This wire harness connector, designator p22, provides voltage to the defibrillation transfer relay coil. Without this connection completed, the device did not have the ability to deliver defibrillation energy.

Event description:
Additional information was reported from the customer regarding the patient event. After the back-up device continued care and delivered one shock, the patient was transported to the local hospital. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and observed via x-ray that the relay coil was disconnected from the therapy pcb assembly.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.